Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a pacing like waveform occur in a non-pacing patient and only that part is triggered. There was no patient harm reported and the condition was stabilized treatment was completed and patient was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the inside of the external ECG input section. There was deterioration in the cushioning material that eliminates noise (electrical noise suppression sheet close to the signal input ports of the electrocardiogram). After replacing the cushioning material, operation was inspected. There was no reoccurrence, and the iabp was in good condition.